Event description:
It was reported to the manufacturer that the patient's device showed high lead impedance after generator revision in the operating room. Follow-up revealed that there was no report of patient manipulation or trauma to the device site. The patient is scheduled for lead replacement soon.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.